Event description:
While on a patient the ventilator started smoking. The unit was swapped out and no patient injury occurred. Alarm occurred but unsure of what it was, possibly a high pressure alarm. The unit's 02 module was removed as it has smoke coming from it.